Event description:
A hospira symbiq pump came to biomed from spd with a note stating 'error'. I turned on the pump and found that it had a white screen with: "device malfunction: software error" displayed. Pump can not be reset or repaired at the facility. Will have to be sent back to hospira for repair. No further information as to where the pump came from or if a patient was involved during the failure.====================== manufacturer response for infusion pump, symbiq======================send unit back in for repair.